Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the cartridge tubing. Customer's blood glucose was 278 mg/dl. Reportedly, the customer primed the tubing to remove the air. However, the bubble did not move. The customer changed the supplies to address the event and insulin delivery was resumed.